Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the high purge pressure issue could not be determined without returned cassette investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included the removal of the ¿use against labeling¿ code, as it was noted that the cassette is supplied with a label attached to the tubing and there are no instructions in the IFU to remove it. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. The investigation is still underway and once completed, a follow up report will be submitted accordingly.

Manufacturer narrative:
This is one of two related reports. This report represents the purge cassette and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 48-year-old female supported with an impella cp device for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage d, experienced a high purge pressure/purge system blocked alarm on (B)(6) 2026. The rn reported persistently elevated purge pressures (850¿1000 mmhg). With ongoing alarms and inability to resolve the obstruction, the clinical team elected to proceed with pump removal in the catheterization lab the same evening, based on the available information, the impella cp device exhibited persistently high purge pressures unresponsive to standard troubleshooting and purge cassette replacement. The event necessitated early pump explant, and the product will be returned for analysis to determine the root cause of the purge system blockage. The patient remained clinically stable and survived the explant.